Manufacturer narrative:
(B)(4); batch#: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused, or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric bypass, the surgeon had performed the intestinal anastomosis and arranged to do the gastric pouch. Once done, he verified hemostasis and noticed that the first shot made in the pouch (transversal to the stomach) was open around 2cm with exposure of mucosa. The surgeon performed reinforcement points to close it and successfully finished the procedure. Surgery was delayed an unspecified amount of time. There was no patient consequence, or change in post-op care. The patient was discharged without problems.